Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system with flap had not appeared to be a complete cut in left eye during lasik surgery. The surgeon and patient agreed to do photo refractive kerectomy on the same day and there was no suction loss during the initial treatment. It appears that an internal mirror is out of place which is likely what caused the flap to have incomplete cuts, and it is unknown if the patient had prior refractive surgeries or pre-existing ocular conditions. There are two related reports for this patient. This report addresses the patient (B)(6), left eye and another manufacturer report will be filed for the fellow eye

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer was, field service engineer performed and signed service installation record. System meets specification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. The event occurred while the clinical application specialist and field service engineer were present at the site. After the reported treatment issues the articulated arm was tested according to the procedure described in the service and installation record by the field service engineer. Video of this test was provided and shows shift of the beam position in y-direction greater than two thousands microns, when moving the treatment arm down, thus indicating a damaged articulated arm. No further failure analysis of the articulated arm is required, even if the part returns. After replacement of the articulated arm the device was in specifications according to the service installation record. In the most recent onsite visit before this event the system was moved to a new location. After the system was moved to the new location the articulated arm was tested according to the service installation record no movement greater than two fifty microns of the beam position in any direction was observed. Most likely root cause for the reported event is a defect in the articulate arm which was caused by the relocation and transport of the system to a new site and which did not show during the subsequent testing according to the service installation record. The manufacturer internal reference number is: (B)(4).